Event description:
It was reported that during an open colon resection procedure on the first firing on bowel with a blue load. The device was closed but difficult to fire. The device stopped firing about an inch of being complete. The staple line was oozing and malformed staples seen in the staple line. There were also b formed staples lying on the device anvil. The device was reloaded to test and the back part of the device jumped as they began the firing sequence. Sutures were used to over sew the staple line. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. Failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.